Manufacturer narrative:
The returned ipg was received in at the end of service (eos) state. The calculated patient battery lifetime was 1 year and 2 months, and 24.9 days with an energy use index (eui) of 25.4. A review of the instructions for use (IFU) was performed, and it did not reveal any anomalies as it states when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced premature battery depletion of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced premature battery depletion of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.